Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that pump is loosing pieces stated its loosing pieces inside reservoir compartment and there are cracks on reservoir compartment. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.